Manufacturer narrative:
A2: sex - male. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted.  Therefore, this evaluation will be closed.  This issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed to be a serious injury.      To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.     FDA registration number:  reporting site: 1049092;  manufacturing site: 3005471919.

Event description:
End user reported, he recently was diagnosed with a uti as he had bleeding with cathing that lasted said 4 -5 days. He said he had bleeding after meeting some resistance right before entering his bladder with the catheter and it got irritated started bleeding. He went into md office after those 4 or 5 days of bleeding and they did a cystoscopy and he said they cauterized the area that was bleeding. They also diagnosed him with a uti. His md started him on daily gentamicin installations he places his in bladder. No additional information was provided.